Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Two months ago I sent an email to you in reference to both my niteguards delaminating. Last month you sent me a replacement package (of 2). I followed the directions "exactly", in fact, I used a t-fal cooking pot this time so the guards would not stick to the sides. They didn't. However, once again, both niteguards are separating in just a matter of a week or two. I am afraid to use them. Why is this happening? The doctor's night guards I previously purchased, never separated. What should I do with these two again, throw them away or return them to you? If I do return them to you, will I be assured the next two do not come apart as well?/I only received on nite protector in the mail today instead of two. The original pack I bought was a twin pack. Is it possible to send another? If you remember, both protectors separated from the two layers. Thank you. Per customer complaints replacement request initiated.